Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post sensed t-wave oversensing was observed on stored egms. The patient had received inappropriate therapy as a result of the oversensing. The lead was capped and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.